Event description:
It was reported that this patient presented to the emergency room (ER) due to a syncopal episode and new onset atrial fibrillation (af). It was noted that patient has recovered. Upon review of device episode data of this pacemaker, ts found that there were stored episodes of ventricular fibrillation (vf) as well as under-sensing of the right ventricular (rv) lead signal and low r-wave sensing. Ts suggested reprogramming rv sensitivity which was done at the time of the call as well as evaluation of device and rv lead in clinic. While in the hospital, dislodgement of this rv lead into the patient's atrium was detected. It was noted that this lead was explanted and replaced with a new rv lead from a different manufacturer. No additional adverse patient effects were reported. Currently, this lead remains in service.